Manufacturer narrative:
Device was evaluated and could not duplicate customer complaint. No problem found.

Event description:
During knee arthroscopy the surgeon used the shaver as usual, and put it on the operative field. At the end of the surgery, when the nurse took the operative field off, the patient was burnt on the groin and the calf. No delay resulted.